Manufacturer narrative:
Concomitant products: product ID: 3057-1sc, lot# n576860, product type: screening device, product ID: 309101, lot# 50929025, product type: screening device.

Event description:
The trial patient reported feeling intermittent stimulation and getting less than 50% symptoms reduction. Troubleshooting had occurred. The green light was blinking, the cable was unplugged, and stimulation was turned to 0 volts and then slowly increased. He could feel a few pulses and then it would go away. If he turned it to 4 volts, the stimulation was uncomfortable. The trial patient thought it was plausible that the lead may have shifted on his way home. The patient was redirected to their healthcare provider (hcp). Additional information received from the manufacturer representative (rep) in response to follow-up reported that the rep had the patient change the electrode configuration and his symptoms improved. No x-rays had been done to the best of the rep's knowledge. Additional information received from the rep further explained that he had the patient switch to program 3 with -2 +0. The patient was feeling it around 2 and it felt more comfortable. Additional information received from the rep in response to follow-up reported that the wires were pulled on (B)(6) 2016 and the patient was doing fine. The patient had good results but wanted to wait to decide to move forward to implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.